Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, and technical support confirmed pump was in warranty, arranged shipment of replacement pump, and provided instructions for placing malfunctioning pump into storage mode and returning it within specified time frame, as well as guidance to re-enter pump settings and reconnect continuous glucose monitor to replacement pump.